Event description:
Event description: patient was revised with head exchange due to a failed zimmer cup revision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).